Event description:
Caller reported that their pump screen was dark and would not turn on. Blood glucose level remained between 54-500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Cts guided the caller through troubleshooting steps and, after several unsuccessful attempts to power on the pump, decided to replace it. Customer was instructed to use manual daily injections (mdi) as a backup therapy and received instructions on returning the faulty pump via a pre-paid label.